Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the black box showed multiple call service 064 motor alarms. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. Additionally, the display screen contrast was dim and reddish. Evidence of moisture corrosion was observed on the display screen inside the pump, with a leak in the battery compartment. The pump alarmed with call service 078 motor alarm upon the first rewind attempt. The reported motor alarm complaint was duplicated. The pump cover was removed to find further moisture corrosion was found to the power printed circuit board, and to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.